Event description:
The surgeon attempted to implant a cc4204bf, collamer plate lens, diopter +23.5 but the cartirdge split and damaged the trailing haptic while being inserted. There was not pt injury. The contact did not provide the model and lot numbers of the cartridge and injector used.